Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a bruise from digging into skin under the lifevest. The patient described the area as a bruise from garment being tight and digging into skin. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.